Event description:
It was reported that when the intracranial pressure (icp) monitoring started on the pt who had a hematoma evacuation, the icp was 4-8 mmhg and was "ok". It was then reported that later on (unknown time frame), the icp value jumped to 40-50 mmhg and the "pt was conscious". The catheter was placed on the side of the brain without the hematoma. The catheter was zeroed prior to insertion. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.